Event description:
Biomet instrument broke during surgery when inside hip wound. All pieces were retrieved. Representative from biomet was there during surgery. There was no harm to the patient, and no delay in the procedure. X-rays performed and all clear. Representative took the part back with them.